Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the insertable cardiac monitor (icm) came out of the patient implant site when the incision opened up. The icm replaced with another one successfully and the patient incision site was closed using adhesive. This icm has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) came out of the patient implant site when the incision opened up. The icm replaced with another one successfully and the patient incision site was closed using adhesive. This icm has been returned for analysis. No additional adverse patient effects were reported.